Event description:
Drive devilbiss healthcare was notified of an incident involving a bariatric mattress. The end user reported that the mattress has failed on three occasions by "bottoming out," which resulted in the development of bed sores requiring home health wound care. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.

Manufacturer narrative:
Drive devilbiss healthcare received additional information indicating that the end user required prescription medication as part of their wound care management. During the review of MDR 2438477-2026-00001, it was identified that the manufacturer address documented in the report was incorrect. The correct manufacturer address is as follows: poliuretanos sa de cv alfredo nobel s/n zona industrial toluca, méxico 50010, mexico. Sections d3 and f14 of the MDR have been updated to reflect the accurate manufacturer address.

Manufacturer narrative:
Drive devilbiss healthcare incorrectly reported the device as a bariatric mattress, product number 15301 and serial number (B)(6). The correct device is app sys, dlx,variable pressure, product number 14001e, serial number unknown. The device is not returning for evaluation. The end user has discarded the device. The correct manufacturer for product number 14001e is grand healthcare co. Ltd. 4f, no.49, sec.2, jen ai road taipei, tw. This has been updated in section d1, d3,d4 and f14.